Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. This MDR represents the 3dmax mesh (device 2). Additional supplemental emdr's were submitted to represent the bard mesh pre-shaped with keyhole (device 1, device 3). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per information provided: (B)(6) 2004 ¿ patient was diagnosed with right inguinal hernia thereby underwent open repair with the implant of bard mesh pre-shaped with keyhole (device 1). Per operative notes, ¿the floor of the inguinal canal was noted to contain a hernia. A bard mesh pre-shaped with keyhole (device 1) was anchored to pubic tubercle using sutures.¿ (B)(6) 2009 ¿ patient was diagnosed with recurrent right inguinal hernia thereby underwent laparoscopic repair with the implant of 3dmax mesh (device 2). Per operative notes, ¿the recurrent right inguinal hernia was noted. A large 3dmax mesh (device 2) was placed and tacked to cooper ligament and pubic tubercle superiorly.¿ (note: there is no mention/visualization of device 1 in this procedure) (B)(6) 2011 ¿ patient was diagnosed with recurrent right inguinal hernia and right groin pain thereby underwent open repair with the implant of bard mesh pre-shaped with keyhole (device 3). Per operative notes, ¿previous mesh and external oblique were completely adherent. A small fat containing hernia was seen medially. A bard mesh pre-shaped with keyhole (device 3) was used to reinforce posterior wall and fixed medially to pubic tubercle using sutures.¿ (B)(6) 2016 ¿ patient was diagnosed with chronic right groin pain thereby underwent ultrasound guided right ilioinguinal and iliohypogastric nerve block. (B)(6) 2017 ¿ patient was diagnosed with chronic groin pain thereby underwent open repair with the removal of mesh (device 1, device 2, device 3). Per operative notes, ¿there was a significant amount of adhesions and scar tissue in right groin were taken down. The previously placed mesh (device 1, device 2, device 3) which was tacked medially to pubic tubercle was explanted and reapproximated the mesh using sutures.¿